Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, he was unable to fully insert the pre curved electrode array during revision surgery. Several days later, the device was explanted and the patient was reimplanted with a new implant with straight electrode array.